Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device is identified embedded in the tissue near left cornu') and embedded device ('essure device is identified embedded in the tissue near left cornu') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia, parakeratosis, cervix inflammation, parity 2, multi gravida and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic, assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: one of the fallopian tubes is inked with blue ink for identification, sectioning of the tubes reveals unremarkable cut surfaces, representative sections of the uterus and fallopian tubes are submitted as follows: transmural section of the cystic and hemorrhagic area on the posterior wall at the dome. Upon taking this section stretched our device consistent with an essure device is identified embedded in the tissue near the left cornu.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. New event added- embedded device. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device is identified embedded in the tissue') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia, parakeratosis, cervix inflammation, parity 2, multi gravida and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.